Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found to have a dislodged conductor wire at the backend of the instrument after the housing was removed. The connection between the pin and the bipolar printed circuit assembly was no longer secured together so energy activation would not work if activated on xi system. As a result, the continuity test failed as well. Additional observation not reported was that the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off and exposed the bare wire. No material appeared to be missing. No thermal damage observed at the wrist assembly.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with a hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was not cauterizing. The site replaced the energy cord but the issue persisted. The site replaced the instrument and the new instrument worked with no issues with both of the previously tested energy cables. The procedure was completed with no reported injury.